Event description:
It was reported that an inquiry to technical services showed a patient with t-wave oversensing (twos) on the right ventricular (rv) lead, which triggered a false lead integrity alert (lia) on the implantable cardioverter defibrillator (ICD). The device and lead remain in use and no patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. No anomalies were found.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. Concomitant continued: model: 5076-52 implantable pacing lead; implant: (B)(6) 2005. (B)(4).